Event description:
Subsequent to the previously filed report, additional information was received: it was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 5. A triclip steerable guide catheter (tsgc) was inserted, and after removing the extension tubing after aspiration, it was observed that the flush port on the tsgc broke off. It was noted that it was a lateral break. Therefore, the tsgc was removed and was replaced, and the procedure was continued. One triclip was deployed on the tricuspid valve, reducing tr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated, and the reported flush port luer break was confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the reported broken flush port luer was due to environmental stress cracking. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of a triclip steerable guide catheter (tsgc), after removing the extension tubing after aspiration, it was observed that the flush port on the tsgc broke off. It was noted that it was a lateral break. Therefore, the tsgc was not used and was replaced. There was no clinically significant delay in the procedure.